Manufacturer narrative:
Additional information was added: the device was manufactured from october 9, 2019 - october 10, 2019. The actual device evaluation was completed. A visual inspection was performed, using the naked eye, which found the bladder had been ruptured. The reported condition was verified. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem. The exact cause of the condition could not be determined, however, the most probable cause of the rupture would be due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.